Manufacturer narrative:
Note: this report is being submitted retrospectively per FDA request complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that during the first firing, the suture and the needle tip got separated. The suture was changed. The 1st to 3rd firing was not performed properly. On the 4th time, the suture did not pass through while the needle was stuck in the muscle. The suture was removed blind. The procedure was completed successfully but on the next day the patient had a hematoma. The patient's current condition is getting better.